Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the suture tore by the button. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/01/2021, it was reported by a sales representative via e-mail that while the surgeon was tensioning the ar-8925ss, tightrope down and pulling straight back, the suture shredded on the medial button. The tightrope was removed as the surgeon made a medial incision to cut it out. This was discovered during use in a procedure on (B)(6) 2021.